Manufacturer narrative:
The autopulse platform (s/n (B)(4)) was returned for evaluation. Visual inspection was performed and the top cover was found to be cracked. From the condition of the returned unit, the damage appears to have been due to wear and tear. During functional testing, the reported user advisory 19 (max applied load exceeded) could not be reproduced. During compressions, a user advisory 41 (patient temperature sensor failure) was displayed. Further inspection identified the cause to be a defective temperature sensor. Following replacement of the temperature sensor, the platform was tested with a large resuscitation test fixture for 30 minutes, with no other user advisories or warnings observed. The platform archive was reviewed and there were no ua 19 codes observed on the reported event date. There were however multiple ua 19 codes on other dates, including most recently on (B)(6) 2015. Possible causes for the ua 19 include improper processor pca jumper position or load cell connections. There were no mechanical issues observed with the platform that may have caused or contributed to the ua 19 codes. A cause for the ua 19 therefore could not be determined. Based on the investigation, the parts identified for replacement were the temperature sensor and the top cover. In summary, the reported complaint of the platform displaying a ua 19 code was confirmed based on archive review. A cause for the ua 19 however could not be determined. Unrelated to the reported complaint, a ua 41 was displayed during functional testing and attributed to a defective temperature sensor. Following service, including replacement of the temperature sensor and top cover, the device passed all test criteria.

Event description:
It was reported that during training, the autopulse platform displayed a user advisory (ua) 19 (max applied load exceeded) message that was unable to be cleared. There was no report of any patient involvement. No further details were provided.

Manufacturer narrative:
Product in complaint was returned to zoll on 04/06/2015 for investigation. However, investigation is still in progress. A supplemental report will be filed once investigation has been completed.